Manufacturer narrative:
Corrected and additional information was provided. The event was due to a calculation error and is no longer considered reportable. (B)(4).

Event description:
Additional information was provided by the materials manager who reported that the iol was exchanged due to miscalculation.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient experienced anisometropia. The iol was exchanged for a different lens model. Additional information has been requested.